Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the caller stated that the patient claimed the stimulator was not working. The caller had a note written by the managing md that said the following: suspected the failure of ins was secondary to a procedure in which cautery interfered with neurological signal between the device and lead. If the ins was damaged, they would consider replacement. They planned to contact a manufacturing representative (rep) for evaluation of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting.